Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pinhole leak was found in the middle of an exactamix 250ml eva tpn bag. This occurred after compounding the device with an unknown solution in a clean room. The reporter did not observe any damage to the overpouch or shipping containers. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.